Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot numbers were not reported and the product labeling was not returned. The reported patient effect of dissection is listed in the instructions for use guide wire hi-torque guide wires ce/FDA as a known patient effect of the procedure. The investigation determined the reported failure to advance appears to be related to operational circumstances of the procedure. However, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined as a non-abbott guide wire was also used in the procedure and it is unknown what wire caused the dissection. Based on the reported information, the challenging anatomical conditions were likely the cause of the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling. UDI is unknown as the part and lot numbers were not provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two graftmaster stents referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was a percutaneous coronary intervention in the patient with a myocardial infarction and severe three vessel coronary artery disease. The left main, left anterior descending (lad) coronary artery, first diagonal, and left circumflex coronary arteries were heavily calcified. During the procedure there was difficulty crossing the target vessel with the whisper guide wire and a non-abbott guide wire. A small, non-flow limiting dissection was noted in the first diagonal after the two wires were unable to cross due to difficult anatomy (tortuosity and calcification). No treatment was given as there was still flow. After the balance middle-weight guide wire crossed with the help of a micro-catheter, atherectomy was performed. Atherectomy was performed twice in the left main to the lad. A perforation in the mid lad was noted after atherectomy. The patient reported severe chest pain and became unresponsive. Cardiopulmonary resuscitation (CPR) was performed. Pericardial effusion was noted. Blood transfusion was administered. The patient was intubated. The patient was defibrillated twice when the patient had two episodes of ventricular fibrillation. Three graftmasters, all sized 2.8x19 mm, were implanted in the mid lad. The perforation appeared to be sealed after the third graftmaster. The perforation had worsened after the first two graftmasters were implanted. After CPR was performed for more than 40 minutes and the patient continued to be in asystole, the time of death was pronounced and CPR was discontinued. No additional information was provided.